Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient (pt) regarding an external device. The reason for the call was the caller reported that their device would not come up at all, and described it as dead. Caller stated they had been charging for nothing and it was not registering when attempting to charge the implant. Caller mentioned it was not picking up and noted they have an upcoming MRI. During the call, the caller stated they did not have their external equipment with them. For the event date, caller stated a week ago. Agent advised the caller to call back once they have their external equipment available to begin troubleshooting. Caller stated they will call back tomorrow. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The patient had called back with their external devices on hand and confirmed no visible damage to the controller port, recharger antenna, or recharger cord. The agent instructed the patient to clean the pins on the recharger cord and blow air into the controller port before connecting the recharger to the controller. The patient reported seeing the passive recharge mode screen showing 100. The agent reviewed the passive recharge mode screen with the patient and had the patient keep the recharger in position for about 5 minutes. The patient then saw the batteries screen with the controller at 70%, ins at red battery, and excellent recharge quality. The agent instructed the patient to continue charging the ins. The patient confirmed they knew the steps to access MRI mode.